Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.